Manufacturer narrative:
According to the complainant the device will not be returned for investigation, as it has been discarded. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.6 hardware: iphone14.6 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level increased to 520¿mg/dl while wearing the pod between 24 and 36 hours. The patient's parent stated upon removal from the infusion site on their abdomen, the cannula was found to be dislodged, the pod adhesion patch was wet, and leaking was observed. As treatment, a new pod was applied.